Event description:
Additional information was provided indicating that the iol was removed and replaced with a different lens model during the initial procedure. The patient is dissatisfied because the multifocal iol was not implanted. The patient symptoms resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens was returned in the lens case. Solution was dried on the lens. One haptic is broken in the gusset area. The broken haptic portion was not returned. The optic is torn/cut into pieces. The damage is typical in appearance to an insertion and removal. Only two large optic portions were returned. The product history records were reviewed documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge with a handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified viscoelastic was used. The root cause is most likely related a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for use with these cartridges. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol material broke in the patient's eye. Additional information has been requested.